Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the case information, a conclusive cause for the reported patient effects of hematoma, fatigue, pain, obstruction, pseudoaneurysm, infection, and numbness, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to the case circumstances. The patient effects of hematoma, fatigue, pain, obstruction, pseudoaneurysm, infection, and numbness, are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. Reportedly, the device was used in a brachial artery. It should be noted that the electronic perclose proglide IFU states that the perclose proglide system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites.¿ it is unknown if the IFU violation contributed to the difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494 clarifier: incorrect anatomy. The additional devices listed in b5 are filed under separate medwatch numbers.

Event description:
The aim of this meta-analysis was to estimate the rates of technical success and adverse events of vascular closure devices (vcds) in the brachial artery and compare the rates of adverse events with manual compression. Multiple vascular closure devices were discussed, including perclose proglide, starclose, and perclose techstar. The study concluded that despite being off-label, studies suggest that vcds in the brachial artery have a high technical success rate. There was no significant difference in adverse events between vcds and manual compression in the brachial artery. Complications noted with perclose proglide included device failure, hematoma, neurological adverse events (eg, paresthesia, pain, and weakness, excluding stroke), stenosis or occlusion, infection, and pseudoaneurysm. Complications noted with starclose included device failure, hematoma, neurological adverse events (eg, paresthesia, pain, and weakness, excluding stroke), stenosis or occlusion, infection, pseudoaneurysm, and ischemia of ipsiladeral limb of bracial access site. Complications noted with perclose techstar included device failure, and hematoma. Specific patient information is documented as unknown. Details are listed in the article, titled "the use of vascular closure devices for brachial artery access: a systematic review and meta-analysis". No additional information was provided.